Event description:
It was reported that during a coronary stenting procedure, stent damage was noted after the liberte stent delivery system failed to cross the lesion. The >50% stenosed lesion was located in the left anterior descending artery (lad). Following an unsuccessful attempt to advance the liberte stent, distal strut flaring was noted upon removal. A 3.0x12 liberte stent was then successfully deployed. There were no pt complications reported, and pt status was reported as "okay".